Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced severe hyperglycemia after changing infusion supplies, with fingerstick readings up to 520 mg/dl and high 400s, while the pump reported dosing; customer support advised replacing all infusion supplies, and the user reported using a teflon inset (23 in, 6 mm). Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.